Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device.

Event description:
Healthcare professional reported left side "implant was ruptured during the explantation procedure due to the complaints of shape disfiguration and softening." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lot number in the patch: 2710880 and catalog trf240. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant was ruptured during the explantation procedure due to the complaints of shape disfiguration and softening." Device has been explanted and replaced with non-allergan device.